Event description:
The healthcare professional decided to explant evoke closed loop stimulator (cls) to perform a magnetic resonance imaging (MRI), to diagnose a possible hematoma or a dural tear following a lead removal surgery after which the patient experienced severe headache and limited mobility and painful right leg. MRI was successfully performed and there was no detection of hematoma or dural tear. The healthcare professional believes the symptoms were due to meningeal irritation. Post explant procedure, the patient has regained mobility and no longer experiencing headache.